Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device door roller pin was broken. The device was returned to the biomedical department with a report of, the pump doesn't work. No specific pt info, pump programming, or event details were provided. There were no reports of adverse pt events or delays in critical therapy while the device was in clinical use. During testing at the user facility, it was noted that the device door roller pin was broken. No add'l info was provided.